Event description:
Reported as events of "benign slippage" and "clinical functional intolerance" from journal article: "band and port-related morbidity after bariatric surgery: an underestimated problem". M.v. Launay-savary, et al (200) obes surg 18:1406-1410 springer science. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper unk. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. Since allergan has not yet received this info, the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Band slippage and intolerance are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: "band slippage and/or pouch dilatation can occur." "Over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal." "Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body."